Event description:
Spinal cord stimulator was inserted. Approximately 1 year later, stimulator was removed. Approximately one month after stimulator was removed, facility was notified of battery recall.